Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient underwent laminoplasty c4-6.post-op, surgeon noticed that the plate at c4 was broken. As per surgeon, the facet above the plate had been impacting on it during extension, which ultimately caused the breakage of the plate. Plate was placed too close to the c3-4 facet joint so the inferior articulate process of c3 impinged on the plate in extension. Plate was explanted.

Manufacturer narrative:
Product analysis :visual review confirms deformation and breakage of the implant. Explanting doctor observed likely physical impingement of the plate due to mislocation of the device during implantation. The above observations are consistent with mislocation of the device at initial implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.